Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to confirm alarms due to keypad anomaly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported receiving an error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that the keypad was also unresponsive. Customer's blood glucose reading at the time of the call was 246 mg/dl and has treated with a syringe. No further information reported.